Event description:
After placement of a stent in the right internal carotid artery, the pt developed hypotension and bradycardia/asystole. Medications were administered and the pt recovered after 2 days. According to the physician, a strong radial force was applied to the carotid artery by the stent placement and which caused carotid sinus reflex. The product remains implanted and is therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13357607 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Three units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13357607.

Manufacturer narrative:
Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. The physician manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the angioguard filter potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.